Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation at implant and the left ventricular (lv) lead was programmed off. A better vectors were found during a subsequent follow-up check. The lv lead was reprogrammed and it remains in use. It was also noted that the right ventricular (rv) lead measured high threshold. The measurements were adapting down and no action was taken. The rv lead remains in use. No further patient complications have been reported as a result of this event.